Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen knee bearing cat#: unk, lot#: unk, unknown nexgen knee femoral cat#: unk, lot#: unk. Mohetaer momin, guoqing li, yang wang, asikaer maimaitiming, li cao ¿single-stage revision for chronic periprosthetic joint infection of the knee: a minimum 4-year follow-up¿ department of orthopaedics, first teaching hospital of xinjiang medical university, xinjiang 830054, china. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07164, 0001822565 - 2017 - 07165, 0001822565 - 2017 - 07166. Product location is unknown.

Event description:
It was reported in a journal article that one patient was reinfected one month after revision. Historically, the patient ha d a septic prosthesis for several years and had undergone several debridements.